Event description:
During index procedure, one assurant cobalt stent was implanted in the right common iliac artery. Approximately 26 months post index procedure, stenosis of the stent occurred.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: inherent risk of procedure ¿ (restenosis).